Manufacturer narrative:
Based upon the product testing, this complaint could not be confirmed as reported. We have received and analyzed samples. Nor these results or the batch documentation reveals defects or deviations. We have not had any other complaints on this batch. Should add'l info be received, a follow-up report will be filed.

Event description:
The customer complains that after catheterization he had a bleeding.